Event description:
During evaluation of a returned homechoice machine an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2009 during drain cycle 5. The patient's ultrafiltration was 2072ml. Indicating the patient drained 2072ml more than the programmed fill volume. The largest prescribed fill volume was 2500ml. The patient drained 4572ml. This meets iipv criteria. According to the nurse she was not aware of this iipv event as the patient did not report any symptoms of overfill. Product surveillance notified the nurse of the determined probable cause. The nurse stated that the patient received a new cycler and has resumed therapy. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain when multiple cycle(s) advanced to fill when slow / no flow condition occurred above the minimum drain volume threshold. The device will be routed to the service area. CAPA-(B)(4) is currently open for the reportable malfunction of iipv / overdelivery.